Manufacturer narrative:
Based on the information provided, the root cause of the reported event could not be determined. However, it should be noted that there were multiple sheath exchanges which can enlarge the arteriotomy, thus allowing blood to flow around the sealant and potentially contribute to the reported event.

Manufacturer narrative:
The device was not returned; therefore, a physical investigation was not performed and the reported event could not be confirmed. The review of the lot history record ((B)(4)) indicated that there were no reworks, special conditions or related non-conformances for this lot. The lot met all product specifications, including quality control acceptance criteria prior to release. Based on the information provided, the root cause of the issue could not be conclusively determined; however incidents are monitored on a routine basis for trends. Should additional relevant information become available a supplemental MDR will be filed.

Event description:
It as reported that after the mynx ace vascular closure device was used with a 7f introducer sheath for arterial closure following an interventional peripheral procedure, a hematoma of over 6 cm in size formed. Manual compression was applied for over 30 minutes in an attempt to resolve the hematoma. Twenty minutes later, the patient arrived in recovery. While in recovery, it was noted that the hematoma had increased in size and at that time a pseudoaneurysm was also observed. The patient was taken to a different facility where the hematoma and the pseudoaneurysm were surgically treated. It was reported that there were no multiple stick punctures; however, there were multiple sheath exchanges. The stick location was medium. The patient's hospitalization was prolonged as a result of the mynx event. The patient's condition was described as fine following the mynx event. No further information is available.